Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. No button error alarms noted. However, intermittent button response noted due to corroded keypad traces. The device was monitored and all operating currents tested within specification range. No unexpected low battery or off no power alarms noted.

Event description:
It was reported by the customer that they were receiving a button error. Customer reported that they had to given themselves insulin injections. Customer's blood glucose level at the time 205mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.